Event description:
Customer reportedly obtained a result of 546 mg/dl and 529 mg/dl, while a lab produced a result of 126mg/dl within 10 minutes. No adverse event reported. No medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.